Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown radial stem. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for radial stem is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent the placement of the radial head prosthesis system. An x-ray taken on an unknown date revealed that the bone is deteriorating and causing the stem to become loose. However, it was reported that because the patient has full range of motion and no complaints of pain, there are no plans for a revision surgery at this time. Concomitant devices: radial head (quantity 1). This report is for one (1) unknown radial stem. This is report 1 of 1 for complaint (B)(4).